Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
The health care professional reported that after 14 years of an intraocular lens implantation surgery patient now developed bilateral glistenings impacting visual acuity. Additional information has been received and stated that the patient was symptomatic of glare which was more in left eye than right eye so his left central iol (intraocular lens) opacification was more dense and of greater diameter. There are two medical device reports associated with this patient. This report is associated with the left eye.